Event description:
During follow-up, the patient experienced fatigue. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with normal output and telemetry communication. A longevity assessment was performed and found the device has reached elective-replacement level, consistent with the device settings and usage. Electrical and mechanical tests performed including telemetry communication and output verification did not identify any functional issues. The device was implanted for 4.02 years which exceeds its projected longevity and is consistent with normal battery depletion.